Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the device associated with this event is returned at a future date, this evaluation will be reopened for investigation. The customer¿s complaint could not be verified and the root cause could not be determined with confidence. It is possible that the tip of the wand made contact with a metal object such as a mouth guard that could cause this type of reported failure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, an electrical arc was observed by the surgeon. It caused that the values of the device settings have changed spontaneously. No patient injuries were reported. Procedure was completed with the same device.